Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2019-00839, 0002648920-2019-00137. Dob: (B)(6). Concomitant medical products: psn fem cr cmt ccr nrw sz 5 l, item# 42502005801, lot# 62927373. Psn asf cr 12mm ply l 3-9 cd, item# 42511000412, lot# 62886265. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had left tka and subsequently heterotopic ossification was reported at the lateral collateral ligament. There is no additional information at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is being reported with a coinciding event. Please see 0001822565-2019-00842. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.